Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021 (B)(4) (con, rep): information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient went to the emergency room for intermittent pain and shocking in her extremities. Stated it started about 4 days ago from yesterday. No further complications were reported.